Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd cathena bc straight catheter there was an issue with safety mechanism failed to engage.

Manufacturer narrative:
H.6. Investigation: ¿ the returned sample was not decontaminated by vendor 1 sample was returned without cover and adapter for investigation it was observed that the adapter had been removed, however the tip shield is remained in the hub. Safety activation failure was observed. The adapter had been removed but the tip shield is remained in the hub the photos and actual sample received show the reported non-conformance. The complaint is confirmed and product is out of specification. The probable root cause could be due the damaged adapter. However, the root cause could not be confirmed as the adapter was not returned for investigation. CAPA#821876 was initiated. DHR was reviewed and no similar qn was raised along with no abnormality observed that could have influenced the issue.

Event description:
It was reported with the use of the bd cathena¿ bc straight catheter there was an issue with safety mechanism failed to engage.